Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have leaked (date not reported). It was also reported that the patient was burned by battery fluid. The nature of the burn and any possible medical interventions performed were not reported. Additional information has been requested, but has not been received as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
The device is not available for analysis. This report is filed july 10, 2013. Device not available for analysis.